Event description:
It was reported that during preparation for a stenting procedure, stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous internal carotid artery. When a 10.0-24 carotid wallstent removed from the package, the physician noticed that the outer sheath had been pulled just a bit and the stent seemed to be deployed. The stent was retracted and the device was attempted to be advanced through a 6f non-bsc introducer sheath. However, they encountered resistance at the valve of the sheath and the system seemed to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination of the returned device found that the distal end of the stent was deployed by 5 mm. During analysis, the stent was reconstrained and it was possible to insert the device through a recommended size 6 french introducer sheath. Measurement of the distal end of the outer sheath meets the maximum outer diameter. During analysis the stent was able to be deployed without issue. No issues were noted with the inner shaft, stent or stent holder. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting procedure, stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous internal carotid artery. When a 10.0-24 carotid wallstent removed from the package, the physician noticed that the outer sheath had been pulled just a bit and the stent seemed to be deployed. The stent was retracted and the device was attempted to be advanced through a 6f non-bsc introducer sheath. However, they encountered resistance at the valve of the sheath and the system seemed to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: (B)(4). (B)(4).